Event description:
As reported to customer relations via cri study complaint form: on (B)(6) 2018 patient underwent a cystourethroscopy with retrograde pyelogram and bilateral stenting. Procedure was deemed successful. (B)(6) 2018. 3 days post procedure the patient required replacement of device in right ureter due to complication. Per the site: ¿removal due to stent migration¿ no further information has been provided at this time. Queries outstanding for device information related to the replacement and information regarding the stent migration. (B)(6). Patient completed the study with clinical success as outcome.